Event description:
The patient age was reported to be (B)(6). It was also reported that the implanting physician's name is (B)(6).

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed on (B)(6) 2010. According to the complainant, post procedure, the patient presented with retention.